Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The external visual inspection revealed tool damage to the top and bottom covers in addition, the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. This device was explanted for medical reasons. The device passed the electrical tests performed. However, this device had a gross leak at the seam weld. This was induced during the failure analysis process. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a middle ear infection. The recipient was given treatment. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's infection resolved.